Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, delamination of valve, and yellow particles. A leak test was performed and found delamination of the valve. A microscopic analysis identified: total delamination of the diapherm flange disk, assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of the diapherm flange disk, assessed as adhesive failure. Reason for reoperation due to deflation.

Event description:
Healthcare professional reported additional event of "pain."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.